Event description:
Caller reported a malfunction on the pump with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was instructed by technical support to store and return the defective pump, and a replacement pump with updated software was sent.